Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one patient was not displaying on a specific device. The customer indicated that this issue occurs repeatedly.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient displayed on the station. A technical support specialist (tss) remotely accessed both the server and the station and confirmed that the patient was displaying correctly. The customer stated that readmitting the patient resolved the issue but noted that the problem recurred when transferring patients from residential to hospital. Tss requested recent examples for further investigation; however, no active examples were available as the referenced patients were already discharged. With no current issue to review, the case was closed. The system functioned as intended when the technical support specialist checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one patient was not displaying on a specific device. The customer indicated that this issue occurs repeatedly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.